Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
All indicators lit on boot up. Replaced main pcb and diaphragm. Repair no. 98543. Leep system 1000 esu gen 52969 e-complaint (B)(4).